Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went from a battery status of 1.5 years remaining to a status of less than three months remaining approximately nine months later. The device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Programmer combined follow up reports were provided by a health care professional (hcp) for analysis; however, this data did not include the device battery detail. Technical services (ts) discussed a copy of full device data is needed for data analysis. To date, no further device data has been received. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a copy of device data was received for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker went from a battery status of 1.5 years remaining to a status of less than three months remaining approximately nine months later. The device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Programmer combined follow up reports were provided by a health care professional (hcp) for analysis; however, this data did not include the device battery detail. Technical services (ts) discussed a copy of full device data is needed for data analysis. To date, no further device data has been received. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.